Event description:
Call received from pt's attorney. The device was placed in 03. Pt was at home and experiencing pain. Surgery was performed in 02/2003. Reporter stated a slit in the device caused a perforation of the stomach and a spill into the peritonal space. Pt was hosp for a month following surgery followed by rehab and recovery in a nursing home. One pt involved. Note: event date given above is approximate.